Event description:
It was reported that this vns patient passed away on (B)(6) 2014. Information received from the neurologist's office indicated that the last time they had seen the patient was in 2013, at which time her battery was at 80%. Additional information from the funeral home reported that the patient experienced a natural death associated with dementia. Attempts to retrieve further information have been unsuccessful to date.